Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/30/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to deep vein thrombosis. Plaintiff is alleging device migration, tilt and unable to be retrieved. Plaintiff alleges chest pain, shortness of breath, swelling, infection and loss of feeling in right leg, and emotional distress due to device.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "migration, tilt and unable to be retrieved, chest pain, shortness of breath, leg swelling." Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported chest pain, shortness of breath and leg swelling are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2009 at (B)(6).¿ it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It is alleged that the patient received a cook gunther tulip on (B)(6) 2009 at (B)(6) medical center in (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.